Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had many false occlusion alarms. No further details were given. Customer declined follow up by tandem technical support. No reported impact to the customer¿s blood glucose level.